Event description:
Seven bausch and lomb cx5310 advanced flow system phaco packs failed to calibrate with wetting up for surgery. Six returned to the vendor, lot numbers unknown. The seventh is lot u2964. Dates of use: (B)(6) 2010 -- (B)(6)2010.